Manufacturer narrative:
No additional information was provided over the pump information in the first report submitted to the FDA by the customer. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow up MDR will be submitted with the additional new information.

Event description:
On 06/14/2024, zyno medical received a report from the FDA, stating an MDR had been submitted by a customer. Customer stated that the device was reported that the pump said it was infusing at 366ml/hr, but it was not dripping in the chamber. It was confirmed a kink was found in the tubing above the pump door. The IV was flushed and it started to work. Per the report there was minimal therapy interruption. No patient injury/patient harm reported.